Event description:
The subject catheter was returned for analysis and the device investigation revealed that subject catheter shaft was broken during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
This is 3/3 report. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was deformed from 131.5cm from the proximal of the hub to the tip. The catheter shaft was broken 156.1cm from the proximal of the hub and the marker had detached. The remainder of the shaft was returned on the trevo delivery wire of (B)(4) . During functional inspection, the catheter shaft was flushed, and a 0.021" mandrel was advanced through the shaft, there was friction felt at the deformed section. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the reported event for the trevo pro 18 is unclear, during the device analysis of the returned device it failed to meet specification based on the damage noted. It was reported that the patient tortuosity was pretty high, physician managed to get the non-stryker catheter up and placed the stent retriever through the clot. After 5-min she tried to retrieve the stent retriever device, but the stent broke loose from the pusher wire. After that the physician tried to get the stent retriever out by putting another stent retriever through but these interacted and resulted in a partially broken 2nd stent retriever. As per the additional information, resistance was encountered when the physician wanted to retrieve the stent retriever. When she wanted to pull back the stent retriever the physician needed to pull strong and then it broke loose. Resistance was experienced during retraction of the retriever. The device was returned, and the subject catheter shaft was found to be fractured. The facture part of the shaft remained on the delivery wire of concurrent stent retriever (B)(4). It is probable that the stent retriever shaft was fractured as a result of the attempt made to retriever the fractured retriever previously fractured within the vessel (B)(4). An assignable cause of undeterminable will be assigned to the reported 'device problem unknown/unclear'. An assignable cause of caused by other will be assigned to the analyzed 'catheter shaft deformed', 'catheter shaft broken/fractured during use', 'catheter shaft friction', as this damage occurred as a result of the attempt to retrieve the detached retriever shaped section.